Event description:
It was reported that this patient on peritoneal dialysis (pd) had a peritonitis infection on (B)(6) 2025. The patient¿s pd nurse stated that the patient was seen in the outpatient pd clinic on (B)(6) 2025 with symptoms of abdominal pain. The patient had a pd culture obtained (the same day) which grew pseudomonas (species not identified) and sphingomonas paucimobilis. The nurse indicated that the patient was treated with intra-peritoneal (ip) antibiotic therapy utilizing vancomycin and ceftazidime (dosages not provided) and subsequently changed to ip meropenem (dose not provided). The patient continued pd therapy with the fresenius cycler and reportedly recovered from the peritonitis event. The nurse could not identify the exact cause of the peritonitis. However, the pd nurse confirmed that there were no malfunctions or product issues (with fresenius products) associated with this event.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed signs of touch screen being misaligned (physical damage). There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this patient on peritoneal dialysis (pd) had a peritonitis infection on (B)(6) 2025. The patient¿s pd nurse stated that the patient was seen in the outpatient pd clinic on (B)(6) 2025 with symptoms of abdominal pain. The patient had a pd culture obtained (the same day) which grew pseudomonas (species not identified) and sphingomonas paucimobilis. The nurse indicated that the patient was treated with intra-peritoneal (ip) antibiotic therapy utilizing vancomycin and ceftazidime (dosages not provided) and subsequently changed to ip meropenem (dose not provided). The patient continued pd therapy with the fresenius cycler and reportedly recovered from the peritonitis event. The nurse could not identify the exact cause of the peritonitis. However, the pd nurse confirmed that there were no malfunctions or product issues (with fresenius products) associated with this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the patient¿s peritonitis cannot be determined. However, there were no reported allegations nor is there any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product issue caused the event. Peritonitis is a well-documented complication in patients undergoing pd therapy with the vast majority of infections associated with the pd catheter.